Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. Cause was not known. Customer went to the emergency room. Customer was provided carbohydrates and bg was monitored until it began dropping. Customer was released later that day with the treatment resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.